Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, openings, wear abrasion, crease fold. Leak test was performed, and found openings on posterior. A microscopic analysis was performed which identify, crease smooth opening on posterior and opening striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, as fold flaw opening. A striated edge opening on posterior side assessed, as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.